Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery due to encoder signal out of phase. E70 error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform occlusion test and excessive no delivery test due to motor error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error as well as motor position encoder error alarm. The customer blood glucose level was unknown. Customer was unable to quit the rewind, motor error and motor position encoder error alarm again occurred during rewind. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.